Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. Stryker replaced all the battery pins and the battery terminal nuts were tightened, as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device was unexpectedly shutting down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.